Event description:
It was alleged that air was noted in the line to the pt and the pump did not alarm. It was further reported that the pt had experienced increase in heart rate but no medical intervention was given. There was no resultant pt consequence.